Manufacturer narrative:
It was determined that screws were not firmly fixed to hold the acrylic cover and filter assembly.

Event description:
This MDR is being reported at this time as part of an internal review of past complaints. Due to the incident being in the past, the information that can be obtained from the initial reporter is limited. On september 4, 2015, dai-ichi shomei received information that during a procedure, the acrylic cover and lens opened, and dust fell over the operative site from the surgical light. Dust did not enter the patient.